Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported right side rupture. Device has been explanted and replaced with non-allergan device.

Event description:
Healthcare professional reported, right side rupture. Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture-breast: observed, broken device assessed, as unidentified (tear) opening (shell thickness within specification). No additional observations are performed. No further actions are required, since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported, right side rupture. Device has been explanted and replaced with non-allergan device.